Manufacturer narrative:
One clinical 13f agilis steerable introducer sheath was received for evaluation. One image was returned showing a strip of delaminated jacket liner. The sheath was flushed with fluid and the returned dilator was fully inserted into the sheath. No material was noted to exit the sheath. The returned volt catheter was inserted and withdrawn from the sheath with no anomalies noted; however, one spline was noted to be bent. The sheath was dissected lengthwise and a section of the jacket liner from the interior of the sheath was found torn, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the delaminated jacket liner is consistent with the damaged spline of returned catheter; however, how this issue occurred remains unknown.

Event description:
During a pulmonary vein isolation procedure, a knotted strand of clear plastic was noted to come out of the agilis sheath hub when the volt catheter was re-introduced into the left atrium and the advisor hd grid catheter was used for remapping. It was not evident where the material came from. There were no system errors on volt, no issues with catheter handling and the rosen wire was patent. No items were replaced. The case concluded without any patient events.